Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that l4 contained a merge shift. The lateral merge appears to be rotating so that the posterior elements are shifting inferiorly/superiorly between the fluoroscopic image and the CT. The ap merge is also shifting inferiorly/superiorly. The lateral image used for l4 also contained a tracking error. Further investigation revealed that while the user was navigating the l4-l trajectory, the software detected and alerted the user of excessive deflection during screw placement. This can be caused by skiving. These issues resulted in the misplacement of l4-l with an immediate correction. There was no adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.